Event description:
This spontaneous report was received from a brazilian dentist via sales representative and concerns a 57-year-old female patient. She was injected subcutaneously, with a total of 6 ml of radiesse, into the mento(chin), zygomatic area (malar region) and jaw angle (mandible angle), for collagen stimulation, on (B)(6)2022. Batch number was reported as a00060380. A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse was confirmed as a00060380 (expiry date: 04/2024). The patient was injected with 0.5 ml into the mento on both sides, with 1.5 ml into the zygomatic on both sides and with 1 ml into the jaw angle on both sides. She was injected using a 22-gauge cannula allur. Radiesse was diluted with 5 ml of saline solution (product preparation issue, off label use of device). The first session of radiesse was performed on (B)(6) 2022, without adverse events. She was previously treated with botox. The patients medical history was reported as none. Concomitant medications included artrolive, bromazepam, adera and b-complex. She had no disposition to lymph drainage problems, allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. On (B)(6)2022, 1.5 hour after the treatment with radiesse, the patient experienced edema in the lower third of the face, more evident in the lower lip. It was bigger than expected and different from the fist session. After 3 hours, the edema was more intense. Corrective treatment included dexamethasone 8 mg, attack dose. After 1 hour, the edema increased. The patient took more 4 mg of dexamethasone. The treatment with dexamethasone 4 mg was continued for the following 4 days, 8 mg a day for 2 days (1 tablet in the morning and other 1 at night) and decreased the dose to 1 mg a day for 2 days. The medication was maintained for a week and the patient had major improvement. The physician performed low power laser and radio frequency. No systemic antibiotic was prescribed, and the patient was not hospitalized. The outcome of the event was reported as resolving. In the opinion of the reporter, the event was life-threatening, not permanent and related to radiesse.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event edema (injection site edema) was deemed necessary to prevent a life-threatening condition. The device history record of radiesse injectable implant, lot number a00060380, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances was related to this lot.